Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2016 with the following findings:during testing, the battery compartment was observed to be cracked. Additionally, the pump cover was opened and a cold solder connection was found on the continuous glucose monitoring circuit. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a cold solder connection was found on the continuous glucose monitoring circuit. This report is made based on results of investigation completed on 03/16/2016.